Event description:
It was reported that the patient passed away. The patient¿s daughter stated that it is thought that the patient passed away because of diabetic coma. The daughter requested information about how alerts work. She stated that clarity data for (B)(6) 2022, was checked and the cgm readings were 93 mg/dl at around 9:31 pm, 57 mg/dl at around 9:36 pm and then stayed low at around 9:46pm. She stated that usually when the patient got low readings, she would get a lot of alerts until her readings become stable. However, in this case, the only alerts that were recorded were a low alert at 9:36 pm and an urgent low at 9:41 pm. So, they were wondering if a malfunction occurred and if the alert at 9:41 pm should have been ongoing. It is unclear if the patient¿s death is related to the cgm device. The patient was in a nursing home, the readings were way down when the staff checked on it, and the nurses did not notice any alarm. They were trying to determine if the alarm was not going off or if the nurses were not able to hear the alarm. Analysis of the data logs indicates that the patient¿s last sensor session was started at 09:05 pm on (B)(6) 2022. The first reading after the 2-hour warm up was 141 mg/dl at 11:05 pm, and the last recorded egv (estimated glucose value) was below 40 mg/dl at 05:56 am on (B)(6) 2022. On (B)(6) 2022, the patient remained within normal range most of the day. At 12:00 am the egv was 189 mg/dl, which gradually declined to 79 mg/dl at 08:56 am. The egvs then gradually increased and peaked at 177 mg/dl at 1:50 pm. The values then gradually decreased to 94 mg/dl at 09:31 pm. Five minutes later at 9:36 pm the value dropped to 57 mg/dl which prompted a low glucose alert. The egvs then stayed below 40 mg/dl from 09:41 pm to 05:51 am on (B)(6) 2022, which prompted an urgent low glucose alert at 09:41 pm on (B)(6) 2022. The device re-alerted for urgent low every 5 minutes until 7:23am on (B)(6) 2022 when it was acknowledged. The final glucose value recorded was low (below 40 mg/dl) at 05:56 am on (B)(6) 2022. Five minutes of sensor noise was observed as the last data point at 06:01 am. After the final data point the device continued to alert for urgent low until 07:19 am. At 07:23 am on (B)(6) 2022, the urgent low alert was acknowledged, as noted above. Following that, a signal loss alert continued for nine days after the reported date of death. For continued signal loss, the phone would have had to remain powered up during this time and separated from the transmitter. Dexcom¿s data investigation reveals that the device operated as intended. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).